Event description:
It was reported, the pt is not receiving effective stimulation below her left knee. It is unknown if this is new pain or part of her original pain pattern. The physician stated there would be to much scar tissue to implant a second lead. The pt declined reprogramming. The pt is pending consultation with a surgical podiatrist.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.